Event description:
Product analysis was performed on the returned generator. No anomalies were seen, and the device performed according to functional specifications.

Event description:
The explanted generator was returned and received by the manufacturer to undergo product analysis. Analysis has not been completed to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient was admitted to the hospital for inflammation caused by a ruptured vein. Radiology thought it was swelling of blood that has a similar structure to a pseudoaneurysm. Blood tests indicate that the surgical incision would not be infected. The incision was opened, drained, washed, and debrided without signs of infection. Vancomycin powder was placed in the hematoma site. Incision was closed and patient was given a compressive dressing. Material was harvested for culture. Impedance value was noted to be ok. The physician later reported that the hematoma is related to an external factor, not vns therapy. The patient had bouts of purpura caused by pancytopenia. The intervention (lavage, debridement, etc) was performed for the comfort of the patient. There were initially no signs of infection and no considerable bruising. After a few days, the patient's symptoms improved but she returned to the hospital with an infection and altered blood tests. The patient was admitted and the generator was explanted. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.